Event description:
An employee donned a new pair of gloves prior to a computed tomography (CT) and the technologist noticed the glove had an extra piece of glove attached. When the employee removed the glove and detached the extra piece of glove, a stain was noted on one of the fingertips. This was a new box of gloves. The statin looked like betadine or possibly blood. On 2/21/25, the radiology supervisor reported another glove with defect noted. Area appears to have small hole in the glove. Image also uploaded.